Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the balloon would not come through the trocar into the vertebral body on the first pass. The air was sucked out, the biopsy and tools would all pass though the cannula but the balloon would not get pass the tapered part of the cannula. No patient complications were reported.

Manufacturer narrative:
Product analysis : visual review did not identify material damage. Complaint return ibt was returned not in original manufacturing condition, as these instruments are designed to be single-use. Associated cannula not returned for analysis. Unable to evaluate the instrument¿s condition as received by the doctor. Unable to determine root cause of the foregoing event from the available information. The ibt¿s were received in a condition unsuitable for analysis.